Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   Correction on fields: h10 (non-pae evaluation findings were omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.  The following non-reportable malfunctions were found during the device evaluation: -noise is generated on the monitor. -develop e532. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the occurrence of e532 was due to the detection of only the light guide insertion, and it happened when the scope could not be recognized due to a momentary poor connection with the scope. Likewise, it is assumed that poor contact led to the blackout and noise in the endoscopic images. The event can be detected/prevented by following the instructions which state: when e211 internal memory error occurs at startup. ·vxworks is checking whether the memory passed to os system call is allocated to the process and valid memory. ·errata causes memory check results to fail even in a valid memory area due to insufficient lock control during memory check. ·if an error occurs during memory checking, os system call fails, and the error is notified to os system call executor. ·this errata affects 309 system calls. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a noise image appear on the monitor when using the gif-1200n and it displayed an e532 error (video cable not connected) as well as the reportable malfunction of no image. The events occurred during preparation for use. There was no report of user or patient harm.

Manufacturer narrative:
The device was returned and evaluated. The customer reported phenomena was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the legal manufacturer's final investigation. Corrected information: d10 and h10 (device evaluation should be updated as following: the costumer's complaint was not confirmed). Olympus will continue to monitor field performance for this device.